Event description:
It was reported while using bd saf-t-intima¿ with y adapter yel 24ga x 19mm the tubing separated from the connector. There was no report of patient impact. The following information was provided by the initial reporter: during use. 1) we have had a problem with an intima, when clamping, the tube has disconnected from the connector.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the photo. Bd determined the cause of the failure can be related to improper assembly of the product during production. A notification was sent to all manufacturing personnel involved with the production of the product to increase awareness and prevent further occurrences of the defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.